Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The customer reported that the needle had detached from the thread in 3 units. One needle was missing in one of the units and the needle was detached from the thread in the other 2 units. No further information has been provided.

Manufacturer narrative:
Analysis and results: there are previous complaints of the same code-batch regarding the same issue and closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received samples for analysis. Without any closed sample a proper analysis cannot be performed. However, taking into account that there are previous confirmed complaints of the same code-batch regarding this issue, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were (B)(4) kgf in average and (B)(4) kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: we conclude that this complaint is confirmed. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.